Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. An angiogram was obtained by indicating vessel trauma present proximal to the manta access site. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery. Ultrasound guidance and micro puncture were utilized to gain a central positioned access. Arteriotomy was 7.5mm, mild calcification within the vessel, posterior wall calcification present, and depth measurement of 4.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. While deploying manta to the measured depth, the physician applied force, pulled to red, and proceeded to release some of the tension prior to advancing the tamper tube to secure the radiopaque lock on top of the collagen. Bleeding was present, so the tamper tube was re-advanced in a downward tamping motion. Pulsatile bleeding could be seen from the groin, and immediate manual pressure was held for five minutes. A post-deployment angiogram indicated the anchor and collagen had been deployed inside the artery. The physician applied multiple rounds of balloon inflation to tamponade, manual pressure continued, and a covered stent was placed. It is suspected that there was a formation of a dissection. Dissections are a common event in large bore procedures. It was noted in the incident description, while deploying to the measured depth, too much force was applied, and the physician pulled back too far and reinserted. This potentially would cause trauma to the vessel as indicated by the presence of bleeding. Per the IFU deploying device and sealing the puncture, as indicated: do not pull past green. Excessive force may cause vessel damage; only light tension (yellow/green) is required; maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure; note that the tension gauge indicator will show a red zone when excessive force is applied. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. If bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: physician went to deploy manta device and applied to much forward pressure which caused the manta device/collagen to advance into arteriotomy. Manual pressure applied for 5 minutes, followed by balloon tamponade with 8mmx40mm balloon for multiple inflations and continued manual pressure. This was followed by placing a 10x5 covered stent. Additional information on the 13feb2023: during a tavr procedure (B)(6) 2023 micropunture and ultrasound were utilized to gain central access in the left common femoral artery. There was mild posterior calcium reported in the vessel which was 7.5mm in size. Manta depth was measured at 4.5+1cm and there was no issue advancing or withdrawing procedural sheaths. Bp was 150/75mmhg and act was 398 prior to closure. (B)(4) units of heparin and 50mg of protamine were administered during the procedure. Time to hemostasis was 60-75minutes. It was observed that when the fellow was deploying manta and pulling back to yellow/green, he pulled to red and then proceeded to release some of the tension before advancing the blue tube down to secure the lock on top of the collagen. After bleeding was noted, the physician readvanced the blue tube down in a "tamping" motion. There was pulsatile blood flow from the groin. Manual pressure was applied immediately , and a subsequent angiogram was performed post manta deployment. The angio revealed the footplate and collagen inside the vessel. Multiple rounds of balloon tamponade was performed with an 8mmx40mm balloon, along with prolonged manual pressure being held. A 10mmx50mm covered stent was placed to resolve bleeding. It was reported that there was no blood transfusion needed. The patient remained stable throughout the procedure and was reported as fine post the procedure.

Event description:
It was reported that: physician went to deploy manta device and applied to much forward pressure which caused the manta device/collagen to advance into arteriotomy. Manual pressure applied for 5 minutes, followed by balloon tamponade with 8mmx40mm balloon for multiple inflations and continued manual pressure. This was followed by placing a 10x5 covered stent. Additional information on the 13feb2023: during a tavr procedure (B)(6) 2023 micropunture and ultrasound were utilized to gain central access in the left common femoral artery. There was mild posterior calcium reported in the vessel which was 7.5mm in size. Manta depth was measured at 4.5+1cm and there was no issue advancing or withdrawing procedural sheaths. Bp was 150/75mmhg and act was 398 prior to closure. 10000units of heparin and 50mg of protamine were administered during the procedure. Time to hemostasis was 60-75minutes. It was observed that when the fellow was deploying manta and pulling back to yellow/green, he pulled to red and then proceeded to release some of the tension before advancing the blue tube down to secure the lock on top of the collagen. After bleeding was noted, the physician readvanced the blue tube down in a "tamping" motion. There was pulsatile blood flow from the groin. Manual pressure was applied immediately , and a subsequent angiogram was performed post manta deployment. The angio revealed the footplate and collagen inside the vessel. Multiple rounds of balloon tamponade was performed with an 8mmx40mm balloon, along with prolonged manual pressure being held. A 10mmx50mm covered stent was placed to resolve bleeding. It was reported that there was no blood transfusion needed. The patient remained stable throughout the procedure and was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.